Event description:
It was reported that patient underwent c1 posterior cervical fusion, due to c1-c2 instability. Rep reports that post-surgery, the hospital was unable to wake the patient who was apparently brain dead. According to the rep, the hospital concluded that an artery was severed during the surgery.